Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device received with broken reservoir tube lip, missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was broken at the reservoir compartment. Clear part at the top fell off. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.